Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The service technician rolled the stand around on carpet and plugged in the cable which had been sitting on a table not connected to anything, and the reboot occurred intermittently. It was then taken to the lab, and one wheel was locked and dragged around the vinyl flooring. Each time it was plugged in the cable, the ventilator would reboot. In theory, locking one or more wheels makes the situation worse by causing more friction, and therefore more charge buildup on the metal stand while being isolated from the grounded floor by the wheels.

Manufacturer narrative:
Vyaire medical has not received the suspect device at this time, once received and evaluated, a follow-up med-watch report will be submitted.

Event description:
It was reported to vyaire medical that when anything is connected to the communications port on the ltv is disconnected, the ltv will reset and it for 4-5 seconds. After this occurs, it will reboot and continue to operate. There was no report of any patient involvement associated with this reported event.